Manufacturer narrative:
During the eval of the device at the MFR's service center, a failure of the device's system board was found. The device's system board was replaced to address the issue.

Event description:
The MFR received info alleging a ventilator's screen froze and the device would not turn off. The device was not in pt use.